Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event is estimated. Correction - section b1 - checked product problem. Correction - section d10 - medical product correction. Correction - section h6 - code correction. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.